Manufacturer narrative:
The pump passed the self-test. Successfully downloaded history files and traces using thump. No stuck key alarms noted during testing, however, a stuck key alarm was found in the (history file or traces) [12/18/2024 at 11:20:10.000]. Pump was cut open to perform visual inspection and found severe moisture damage on the [keypad flex connector / pcba 1 j6, j7 / pcba 2 / force sensor]. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked case on the battery tube side, cracked case corner of belt clip rails, cracked battery tube threads, cracked case, label damage(faded/stained/peeling), and cracked belt clip rails. Stuck button alarm did not occur during testing. However, a stuck button alarm was found in the history file. Alleged cosmetic damage confirmed where cracked case on the battery tube side, cracked case corner of belt clip rails, cracked battery tube threads, and cracked case was noted. Exposure to moisture confirmed due to on the [keypad flex connector / pcba 1 j6, j7 / pcba 2]. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced stuck button alarm and damage to the pump. The customer reported no adverse event. The event involved product(s) mmt-1880. Bumped/dropped/cosmetic damage customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Keypad anomaly/stuck button alarm customer reported receiving a stuck button alarm. Troubleshooting indicated that pump requires replacement. No harm requiring medical intervention was reported. Mmt-1880 was requested and customer response was the device will be returned. The customer will discontinue using the device.